Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'nursing staff stated pump did not titrate heparin as programmed' could not be reproduced during evaluation. The reported condition was not verified. The device was tested for flow accuracy and found to deliver within intended range. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not titrate heparin as programmed during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.